Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils. During the procedure, the pusher assembly became kinked while attempting to advance the ruby coil into the lantern delivery microcatheter (lantern). Therefore, the ruby coil was removed. The procedure was completed using new ruby coils with the same microcatheter. There was no report of an adverse effect to the patient.